Event description:
Wasn't able to remove tampon [foreign body in reproductive tract] pain, hurt - vaginal area [vulvovaginal pain] nausea - stomach [nausea] headache - head [headache] cord loosened up enough to hook onto a bump of the vaginal wall and then tighten up from trying to pull it out / had to pry tampon apart and get it out in sections [complication of device removal] cord loosened up / tampon came apart a little / braid loosened up [device breakage] take a few tries to get the applicator to work [device difficult to use] take a few tries to get applicator to work, would pull tampon half out, tampon came apart [complication of device insertion] applicator would pull tampon half out and would come apart leaving the center looking like the cord was going to come off [device deployment issue] case description: consumer contacted via phone and stated that it would take a few tries to get the tampon applicator to work and not just pull the tampon half out, and then it would come apart leaving the center looking like the cord was going to come off; the cord loosened up enough to hook onto a bump of her daughter's vaginal wall and had to be pried apart and taken out in sections. No serious injury was reported. Follow-up: consumer stated that the tampon came apart a little. The braid on the cord loosened up but never detached from the tampon.

Manufacturer narrative:
15-may-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Wasn't able to remove tampon [foreign body in reproductive tract] pain, hurt - vaginal area [vulvovaginal pain] nausea - stomach [nausea] headache - head [headache] cord loosened up enough to hook onto a bump of the vaginal wall and then tighten up from trying to pull it out / had to pry tampon apart and get it out in sections [complication of device removal] cord loosened up / tampon came apart a little / braid loosened up [device breakage] take a few tries to get the applicator to work [device difficult to use] take a few tries to get applicator to work, would pull tampon half out, tampon came apart [complication of device insertion] applicator would pull tampon half out and would come apart leaving the center looking like the cord was going to come off [device deployment issue] case description: consumer contacted via phone and stated that it would take a few tries to get the tampon applicator to work and not just pull the tampon half out, and then it would come apart leaving the center looking like the cord was going to come off; the cord loosened up enough to hook onto a bump of her daughter's vaginal wall and had to be pried apart and taken out in sections. No serious injury was reported. Follow-up: consumer stated that the tampon came apart a little. The braid on the cord loosened up but never detached from the tampon.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Wasn't able to remove tampon [foreign body in reproductive tract], pain, hurt - vaginal area [vulvovaginal pain], nausea - stomach [nausea], headache - head [headache], cord loosened up enough to hook onto a bump of the vaginal wall and then tighten up from trying to pull it out / had to pry tampon apart and get it out in sections [complication of device removal], would take a few tries to get the applicator to work and not just pull the tampon half out, would come apart leaving the center looking like the cord was going to come off / cord loosened up / tampon came apart a little / braid loosened up [device breakage], take a few tries to get the applicator to work [device difficult to use]. Consumer contacted via phone and stated that it would take a few tries to get the tampon applicator to work and not just pull the tampon half out, and then it would come apart leaving the center looking like the cord was going to come off; the cord loosened up enough to hook onto a bump of her daughter's vaginal wall and had to be pried apart and taken out in sections. No serious injury was reported. Follow-up: consumer stated that the tampon came apart a little. The braid on the cord loosened up but never detached from the tampon.